Event description:
The customer reported the system would not complete boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power motor relay board and related cable were replaced. The system was then found to be operating as intended.